Event description:
It was reported that the customer had high blood glucose levels of 256 mg/dl. The customer reported receiving a failed self-test alarm from the insulin pump. It was reported that the alarm occurred during normal insulin pump use and was occurring daily. Troubleshooting was done. The customer reported that the alarm was not occurring during the rewind or prime sequence. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Unit alarmed a64 during self test due to faulty y1 on rf board. Unit received with scratched lcd window and cracked reservoir tube lip.